Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo analysis: following is the detail of the evaluation performed during investigation. Visual comparison of complaint sample photograph with retain sample: received complaint sample photograph was visually inspected and compared with retain sample of product code nw3328 and lot b8003. Upon visual inspection it has been observed that the product packing was not matching with retained sample. Actual product packing comprises of swages suture needle parked and wound in ft figure 8 folder packed in nucrel top with overwrap and white bottom. Where in complaint sample photograph product was labeled and packed in single barrier folder which clearly differentiate the product. Conclusion: complaint sample photograph and retain sample comparison including visual inspection revealed that complaint sample is not a genuine product manufactured at ethicon baddi india site.this complaint is concluded as ¿confirm counterfeit product¿. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported before use on the patient, a covert market survey was conducted. During the market survey, a counterfeit product was identified in a retail store. Received complaint sample photograph was visually inspected and compared with retain sample of product code nw3328 and lot b8003. Upon visual inspection it has been observed that the product packing was not matching with retained sample. Actual product packing comprises of swages suture needle parked and wound in ft figure 8 folder packed in nucrel top with overwrap and white bottom. Where in complaint sample photograph product was labeled and packed in single barrier folder which clearly differentiate the product. Complaint sample photograph and retain sample comparison including visual inspection revealed that complaint sample is not a genuine product manufactured at ethicon (B)(4) site. No adverse patient consequences were reported. No additional information was provided.